Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and customer took 3 spins and had issues. They then used a different reference frame and spinal clamp. 4th spin worked. Customer wanted the system checked. They could not reproduce the issue. They checked both stealth's with the imaging system. Returning system to customer. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000218. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during the first three navigated spins, the accuracy was off by approximately 1 cm each time. John then switched to another spine reference frame and performed a fourth navigated spin, which was accurate. The ndi camera was positioned facing the imaging system¿s left tracker each time. Patient was present. There was less than one hour of surgical delay and no impact on patient outcome.